Manufacturer narrative:
Based on technician statement, the issue was related to clamp attachment. The clamp mount is a part of support arm and is mounted directly to the servo device. The support arm serves to relieve the patient from the weight of the tubing system. In order to conduct further analysis of the case, more detailed information is required. Unfortunately, the claimed part was available for further analyze. Therefore, the root cause to the reported issue has not been determined. A correction of field # d1 brand name, # d2a product code, # d2b product code description, # d4 version or model #, # d4 unique identifier (UDI), #d4 serial #, # h4 manufacture date were required. D1 - brand name: previous brand name: support arm 176, corrected brand name: servo-I base unit. D2a - product code: previous product code: ioy, corrected product code: cbk. D2b - product code description: previous product code description: support, arm, corrected product code description: ventilator, continuous, facility use. D4 - version or model # : previous version or model #: missing, corrected version or model #: 6487800. D4 - unique identifier (UDI)#: previous unique identifier (UDI)#: missing, corrected unique identifier (UDI)#: (B)(4). D4 - serial # : previous serial #: missing, corrected serial #: (B)(6). H4 - manufacture date: previous manufacture date: missing, corrected manufacture date: 05/25/2018.

Event description:
Manufacturer's ref. #: (B)(4).

Event description:
It was reported that the ventilator's support arm clamp was broken. There was no patient harm reported. Manufacturer's ref. #: (B)(4).